Event description:
Aicd placed on 5/22/92. It has "gone off" about 80 times since placement. Last episode was in february '95. Rptr was seen recently in cardiologist's office and was noted to have "battery depletion."